Event description:
It was reported that a misspike occurred when a customer connected a uv flash solution transfer set to a disconnect cap using a clean flash. This occurred during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device was performed with no issues noted. The device passed leak, clear passage, and clamp function testing. Uv set and lab placed in uv flash machine and connected with no issues noted. The reported condition was unable to be verified. Should additional relevant information become available, a follow up report will be submitted.